Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridge was filled with 300 units, and on multiple occasions, the pump remained static at 80 units. Then after a day or two, the fill estimate starts to decrease at a normal rate. During the call with tandem technical support, the customer reloaded the cartridge successfully and received an accurate fill estimate. The customer reported a blood glucose level of 259 mg/dl, which was addressed with a correction bolus.